Manufacturer narrative:
The reported event could not be confirmed. The device was not returned for evaluation. A potential root cause for this failure could be " inadequate channel design." The lot number is unknown therefore the device history record could not be reviewed. Although the product code is unknown, the z300-unknown arcticgels pads product labeling is found to be adequate based on past reviews.

Event description:
It was reported that the arctic sun gel pads needed to be changed as the flow rate was 0.7 l/min. The inlet pressure on the device was -7psi and there were no bends or kinks in the pads. Mss walked the nurse through detaching and reattaching the gel pads and the flow rate rose to 0.9 l/min. Per follow up, the pads were changed out and discarded. The patient was able to successfully complete therapy and reach target with the second set of pads.